Manufacturer narrative:
(B)(4). The service engineer (fse) inspected the device and replaced the keyboard assembly. The device then passed all testing.

Event description:
It was reported that a ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time that the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.